Manufacturer narrative:
One sample was received for evaluation. A visual inspection was performed and noted a leak at the patient connector heat seal bead. Clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak at the patient connector. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked ¿on the connection of the patient line connector¿. There was no cut, hole or disconnection observed. This event occurred during use for automated peritoneal, during the first infusion cycle. There was no patient injury or medical intervention associated with this event. No additional information is available.